Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's infection was recurring for more than half of a year. The recipient was given oral antibiotics and antibiotics infusion, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient's infection resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover, a damaged electrode ground ring, and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.